Manufacturer narrative:
This report is submitted on february 02, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision surgery in (B)(6) 2011 (specific date not reported) to reposition the implant.